Manufacturer narrative:
Argus caase ID: (B)(4).

Event description:
Seems like it leaks out of his denture and goes into his body [accidental device ingestion] sometimes, when the adhesive cream that was left in his mouth gets stuck in [medication stuck in throat] he feels like vomiting with nothing coming out of the mouth [nausea] even if he cleans it with water and makes a fuss with his hands, the adhesive cream does not disappear from his mouth. He said this after effects lasts until the next day [wrong technique in device usage process] there are incidents that he uses twice a day,applies max seal once more and has a dinner [device used for unapproved schedule]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive max seal) cream (batch number unk, expiry date unknown) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive max seal. On an unknown date, an unknown time after starting polident denture adhesive max seal, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: haleon medically significant), medication stuck in throat (serious criteria gsk medically significant), nausea, wrong technique in device usage process, device used for unapproved schedule and product complaint. The action taken with polident denture adhesive max seal was unknown. On an unknown date, the outcome of the accidental device ingestion, medication stuck in throat, nausea, wrong technique in device usage process, device used for unapproved schedule and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion, medication stuck in throat, wrong technique in device usage process and device used for unapproved schedule to be related to polident denture adhesive max seal. The reporter considered the nausea to be related to polident denture adhesive max seal. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from a consumer via call center representative (phone) on (B)(6) 2023. The consumer reported "a male consumer got designed a denture from a general hospital. The male consumer is using polident max seal. The doctor told him not to apply polident max seal. He told him not to use adhesive cream as much as possible because his gum will not get used to using denture if he uses adhesive cream. However, if he does not use adhesive cream, the denture becomes loose and it falls out even if he only closes his mouth. He has no choice but to use adhesive cream. It has been less than 2 months since he used max seal. He currently has 3 products that were purchased from a pharmacy. The male consumer said that the above dentures are relatively well fixed, so he lightly applies adhesive cream. He said lower dentures are very loose. The male consumer said he usually uses dentures from 7 am to 7pm. He cleans his dentures as soon as he opens his eyes and puts them in his mouth and prepares food and eat. He said he takes out his dentures after he finished dinner and thinks he will not eating anything anymore. However, if he meets a customer and eats a lot, the denture gets loose before having dinner and cannot have a meal, so he applies max seal once more and has a dinner. In other words, there are incidents that he uses twice a day. When removing dentures after dinner, adhesive cream sticks to the mouth, especially on the palate and does not fall off easily. He said that there's something sticky left and even if he cleans it with water and makes a fuss with his hands, the adhesive cream does not disappear from his mouth. He said this aftereffects lasts until the next day. Sometimes, when the adhesive cream that was left in his mouth gets stuck in his throat, he feels like vomiting with nothing coming out of the mouth for a very long time. When he uses adhesive cream, it seems like it leaks out of his denture and goes into his body. He thought it was because he used too much of adhesive cream, so reduced amount of adhesive cream, then the denture gets loose. The male consumer thinks the adhesive cream went into the body and stuck to the stomach or intestine and might not going down and might interfere digestion. The denture does not fit in the mouth well, so maybe he needs to use adhesive cream for long term. The male consumer usually uses toothpaste which is good for gum." Follow-up information was received on (B)(6) 2023 from quality assurance (qa) department regarding complaint (B)(4) and case number (B)(4). The concentration of "active" ingredient in the lot/product in question was within specification and met all requirements of the release specification. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed and approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. As with any product, it is expected that the consumer may have different experiences based on various individual factors like the fit of the denture and the oral anatomy of the denture wearer, that may determine the performance of the denture adhesive. Please be assured that this complaint has been logged, will be indicated in the manufacturing site metrics and will be brought to the attention of all relevant site personnel as part of the complaint review process. On the basis of the above I now wish to consider this complaint closed please revert should you require any further information. Complaint was concluded as unsubstantiated. Initial and follow up were processed together. Follow up information was received on (B)(6) 2023 from quality assurance (qa) department regarding product quality complaint with case number (B)(4) for unknown lot number. Product complaint (B)(4) was voided. Follow-up information was received on (B)(6) 2023 from quality assurance (qa) department regarding complaint (B)(4) and case number (B)(4). No sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a [?]batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the related hsi with an ae, could I kindly request that further information is requested from the complainant. Should the complaint sample or lot details become available the case will be reopened. Complaint was concluded as unsubstantiated.